Event description:
Per medical records, the pt had a CABG x5 (in 1998). In 1999, the pt had re-do CABG and required reintubation. One week later, mitral valve replacement was performed due to mitral regurgitation. Two months later, the pt became more responsive; however, pt was placed back on the ventilator the following month and antibiotics were continued. The pt was in medical intensive care unit for septic shock, history of cad, congestive heart failure, endocarditis, and hypoxic encephalopathy. Four months later, the pt experienced numbness and visual disturbances with symptoms consistent with transient ischemic attacks. The pt was diagnosed with tacky-bad syndrome and a pacemaker was placed. In 2000, pt experienced hallucinations, agitated behavior, numbness and tingling in the right arm. Echo showed mitral regurgitation and fine mobile "filaments" on the atrial side of the mechanical valve without characteristics of vegetation.